Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was unknown. No significant events leading to the alarm were observed. The customer had to discontinue using the insulin pump and reverted to their back-up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
All buttons functioned properly. However, found slight corroded keypad traces. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed displacement test, rewind test, basic occlusion test, self-test, and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. The insulin pump passed all operating currents tested with in the spec range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, missing end cap sticker, and minor scratches on display window noted.